Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. The customer's blood glucose level was 293-296 mg/dl. Additionally, it was reported that the pump touchscreen was unresponsive. During troubleshooting with tandem technical support, customer reset the pump to resolve the issue.